Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and the (B)(4) FDA registration number has been used for the manufacture report number. The reported serial# (B)(4) was not found for material number (B)(4). (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd sedi-40¿ barcode reader gave an error message. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that the bd sedi-40 barcode reader gave an error message. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Bd had performed a technical evaluation of the customer's sedi-40 instrument. It was determined that the mixer setting was switched off and was subsequently returned to correct setting. Upon completion of the instrument evaluation, the service technician had verified that the instrument was operating within normal parameters, as documented in the instrument service report. Based on evaluation of the customer's instrument, the mixer setting had been turned off. A root cause could not be determined.